Event description:
The account stated that they have a patient whose architect potassium results are high compared with the I-stat. On (B)(6) 2012 at 2225: 7.9 mmol/l on architect vs. 5.1 mmol/l at 2000 on I-stat; on (B)(6) 2012 at 0001: 8.8 mmol/l on architect; on (B)(6) 2012 at 0228: 4.3 mmol/l on architect vs. 4.1 mmol/l at 0316 on I-stat; on (B)(6) 2012 at 0438: 6.7 mmol/l on architect; on (B)(6) 2012 at 0655: 7.9 mmol/l on architect; on (B)(6) 2012 at 0821: 6.9 mmol/l on architect vs. 4.0 mmol/l at 1010 on I-stat; on (B)(6) 2012 at noon: 4.1 mmol/l on I-stat; the draw times were not the same for architect vs. I-stat. Samples for lab were all green top lithium heparin drawn through a port with saline used to flush. There was no report of impact to patient management.

Manufacturer narrative:
Additional information from the customer indicated that the samples tested on the I-stat were from fingersticks; while samples ran on the architect c8000 were drawn from a port line. Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. The architect c8000 and the I-stat operations manuals were reviewed and were found to adequately address the issue. No product deficiency or malfunction was identified.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient); (B)(4) - (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.